Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer, but it was noted that the valve casing has turned inside the silicone housing. The lot number is cphckc, serial number (B)(4), product code 82-3146. The position of the cam when valve was received was 120mmh2o. The valve was visually inspected, it was noted that the valve casing has moved in the silicone housing, this could be due to too much pressure when flushing the valve, causing the valve to balloon and the valve casing to move. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. No flapping was noted. Review of the history device records confirmed the valve product code 82-3146 with lot cphckc conformed to the specifications when released to stock on the 4th september 2013. The root cause of the moved valve casing inside the silicone housing is probably due to too much pressure when flushing the valve, causing the valve to balloon and expand. These devices are program tested after sterilization, if the valve casing was not sitting correctly in the silicone housing the programming would not be possible and the valve would be rejected. No root cause could be determined for the flapping as no flapping was noted when the valve was irrigated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The implantation surgery was conducted on (B)(6) 2014. It was noted that a part of the product (not identified where) flapping when saline was being intruded into the device before the surgery. Since the surgeon suspected the device failure, the product was not used at the surgery. The backup device was used and completed the case without problem. There were no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Device is under investigation.